Event description:
It was reported that during a pulse generator changeout procedure, the right atrial lead exhibited an insulation breach. The lead was repaired using a lead repair kit.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.